Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device on or room 10 (2-1) failed to open despite two hard reboots. As a result, the or had to move the case to another room. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 failed to unlock and there was a small nick in the retractor band cable. A field service engineer replaced the retractor band cable to resolve the issue and tested functionality. The system functioned as intended after the field service engineer repaired the device.